Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. (Other): device evaluation was accomplished through a review of the patients 's downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date usage of device: : monitor, (B)(4) electrode belt, (B)(4): 02/2015 " initial use. Additional inappropriate defibrillation narrative: in appropriate defibrillations are anticipated risk associated with the use of lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial in appropriate defibrillation rate is consistent with the observed rate during (B)(4) a summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.acessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event while at in physical therapy at the hospital. Multiple counting of tall t-waves contributed to the false detection. It was reported that the patient heard the alarms but "did not know what to do." The response buttons were not pressed during the entire event. The patient continued ot wear the lifevest.